Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris pump module smartsite burette infusion set leaked. The following information was provided by the initial reporter: air in line from thymoglobulin infusion and noted that it started to drip below the buretrol and below the fluid chamber where it connects to the tubing. I then called for help, inverted the leak spot right away and clamped the tubing. Paused the infusion.

Event description:
It was reported that the bd alaris pump module smartsite burette infusion set leaked. The following information was provided by the initial reporter: air in line from thymoglobulin infusion and noted that it started to drip below the buretrol and below the fluid chamber where it connects to the tubing. I then called for help, inverted the leak spot right away and clamped the tubing. Paused the infusion.

Manufacturer narrative:
Possible lot numbers d4: medical device lot #: 21105445 d4: medical device expiration date: 07oct2024 h4: device manufacture date: 07oct2021. D4: medical device lot #: 21105039 d4: medical device expiration date: 20oct2024 h4: device manufacture date: 20oct2021. The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 29-dec-2022. H6: investigation summary one sample of material number 10015012 was submitted for quality investigation. The customer complaint of air bubbles/air-in-line was verified by inspection. The air-in-line issue was determined to come from a tear of the tubing below the drip chamber. The tubing was not fully separated from the drip chamber, however, the tear was significant to allow for leakage when priming and air-in-line/ bubble are visible at the same time. The lot number for the infusion set was reported as unknown. The possible lot numbers for this assembly was identified using the smartsite ID numbers on the sample submitted. A device history record review for model 10015012 lot number 21105445 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 10015012 lot number 21105039 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the air bubbles/air-in-line that is seen in the sample, is from a tear in the infusion set tubing below the drip chamber. The tear is from a kink at the bottom of the drip chamber. The kink looks to have been created due to an improper coiling process after the tubing and drip chamber are assembled. Updates to the assembly process have been implemented to correct this issue. The lot number identified for this sample was manufactured before these changes were implemented. H3 other text : see h10